Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a trident psl with purefix ha 46mm was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as insufficient information was received for evaluation. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as the revision operative note and better x-rays are needed to determine the root cause.

Event description:
A primary right total hip arthroplasty was revised. On 10/25/2013, it was confirmed that the reason for the revision was due to failure of the acetabular component; screw broke and ultimately the acetabular shifted.

Event description:
A primary right total hip arthroplasty was revised. On (B)(6) 2013, it was confirmed that the reason for the revision was due to failure of the acetabular component; screw broke and ultimately the acetabular shifted.